Event description:
Customer reported repeatedly receiving error alarm on the insulin pump. Button error alarm was noted in the alarm history. Customer's current blood glucose reading is 176 mg/dl. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.